Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt's mother reported, the pt has been experiencing elevated readings, bends in the infusion set cannulas, leaks at the infusion site and one situation where the infusion set cannula completely tore away from the adhesive. Mother stated, pt has also been spilling ketones in his urine. Mother reported, there was about 2 times the infusion set tubing became disconnected from his infusion headset. Mother stated, pt's elevated readings have been between 300 mg/dl - 'hi' on his glucose meter. Pt's normal blood glucose readings are in the 100's mg/dl. Mother reported, the pt is self treating by changing the infusion site, bolusing, and/or injections. Mother stated, pt noticed when he removed the infusion headset 2 or 3 times that the infusion set cannula was bent at an 'l' shape. Mother reported, the pt notices the concerns because his blood glucose readings don't come down the way they are suppose to when he boluses his meal boluses or correction boluses. Mother stated, there were no concerns noticed with insertion or preparation of the infusion sets. Mother reported, there have been some leaks of insulin at the infusion site. Mother stated, pt explained it happens intermittently and he does not always have this concern. Mother reported, the pt can usually tell within a few hours after changing his infusion site that something is wrong. Pt manually inserted the infusion sets. On follow up call on (B)(6) 2011, pt reported, he discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets sent; no product return was requested.